Manufacturer narrative:
No device was provided to the manufacturer. No medical records or images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The investigation is currently under way. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a vena cava filter retrieval procedure, the marker band allegedly detached from the sheath of the vena cava filter removal system and moved to the patient's right ventricle. The health care provider consulted with a thoracic surgeon who recommended that a retrieval of the markerband not be performed. The filter was captured and retrieved. The patient was reportedly doing well post procedure.

Manufacturer narrative:
Manufacturing review: the device history records were reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual inspection & functional/performance evaluation: the device was not returned; therefore, no visual inspection or functional testing of the device was performed. Medical records review: medical records were not provided for review. Image/photo review: images/photos were not provided for review. Conclusion: the device was not returned. Images and medical records were not provided. The investigation was inconclusive for the detached marker band. It should be noted that per the reported event, the recovery cone was used to retrieve a denali filter. Per the denali IFU (instructions for use), the denali filter should be removed using an intravascular loop snare only. The recovery cone is only indicated for use to percutaneously remove the g2 x filter, g2 express filter, g2 filter and the recovery filter from the vena cava, or facilitate the retrieval of foreign objects from the peripheral vascular system. The recovery cone is not indicated for use to remove a denali filter. Therefore, it is likely that user related issues (use of a recovery cone to remove a denali filter) contributed to the alleged marker band detachment. However, the definitive root cause was unknown. Labeling review: the current IFU (instructions for use) states: general information: the recovery cone removal system is intended to percutaneously remove the g2 x filter, g2 express filter, g2 filter, recovery filter or a foreign body as indicated. Indications for use: the recovery cone removal system is intended for use to percutaneously remove the g2 x filter, g2 express filter, g2 filter and the recovery filter from the vena cava, or facilitate the retrieval of foreign objects from the peripheral vascular system. Warnings: do not use excessive force when manipulating the cone. Excessive force may damage the catheter or other parts of the recovery cone removal system. Equipment required: - 12 french dilator directions for use: g2 x filter, g2 express filter, g2 filter or recovery filter removal: - insert the guidewire and gently advance it to the location of the g2 x filter, g2 express filter, g2 filter or recovery filter for removal. - pre-dilate the accessed vessel with a 12 french dilator. - advance the 10 french introducer catheter together with its tapered dilator over the guidewire and into the vein, such that the tip of the sheath is approximately 3cm cephalad to the filter tip. Note: the introducer catheter has a radiopaque marker at the distal end of the catheter sheath to assist in visualization. - perform a standard inferior venacavogram (typically 30 ml of contrast medium at 15 ml/s). Check for thrombus within the filter. If there is significant thrombus within the filter, do not remove the g2 x filter, g2 express filter, g2 filter or recovery filter. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a vena cava filter retrieval procedure, the marker band allegedly detached from the sheath of the vena cava filter removal system and moved to the patient's right ventricle. The health care provider consulted with a thoracic surgeon who recommended that a retrieval of the marker band not be performed. The filter was captured and retrieved. The patient was reportedly doing well post procedure.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately eight months later post filter deployment, patient was planned for filter retrieval procedure. Through the right internal jugular vein approach, a sheath was advanced into the main lumen. A venogram of superior vena cava showed no evidence of extravasation and good flow of contrast into the right side of the heart. A guidewire was passed inferior to the level of the filter and venogram of the inferior vena cava showing good flow through the filter, which had only a slight tilt to it. There were no filling defects. Over the amplatz wire, then advanced recovery cone retrieval system. The recovery cone went down fairly easily and upon opening of the recovery cone just superior to the filter, we were able to engage the filter at the first shot. There was good coaxial alignment of the recovery cone onto the top of the filter. The catheter was advanced to close up the recovery cone, then pulled on the filter and the filter came out easily and entered the recovery cone catheter. Then followed up the filter and the catheter as it made its way up towards the superior vena cava and removed the catheter through the sheath. The filter was completely inside the catheter and removed it. The filter itself had a fair amount of fibrin as well as some scar tissue within the filter legs. It was noted that the radiopaque band that was normally at the tip of the catheter was no longer seen after removal of the catheter and the filter. Under fluoroscopy, one can see that the radiopaque band had come off and had migrated and could now be seen in the area of the right ventricle. Intraoperative consultation with cardiothoracic surgery as well as interventional radiology was obtained. Both came to recommendation that no invasive attempts of removing this very small metallic band should be done at that point because the potential risk. A venogram showed good filling of the inferior vena cava and no evidence of dissection or extravasation. Final venogram showed intact superior vena cava with contrast flowing into the right ventricle. Prior to removing the sheath, a chest x-ray was performed which showed no obvious pneumothorax. The radiopaque metal band was still to be seen in the area of the right ventricle. On the same day, a computed tomography of thorax was performed which showed radio dense material in the left basilar segment was noted. On the next day, a chest x-ray was performed which showed small circular radiopaque foreign body in the posterior aspect of the left lower lobe as seen on the lateral projection. Therefore, the investigation is confirmed for the alleged marker band detachment. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: b7,g3, h6(method). H11: d2(b)(product classification code),g1,h6(conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that through the litigation process that a vena cava filter was placed in a patient in conjunction with trauma situation/motor vehicle accident. During a vena cava filter retrieval procedure, the marker band allegedly detached from the sheath of the vena cava filter removal system and moved to the patient's right ventricle. The health care provider consulted with a thoracic surgeon who recommended that a retrieval of the marker band not be performed. The filter was captured and retrieved. The patient was reportedly doing well post procedure.

Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Patient underwent placement of an inferior vena cava filter secondary to deep vein thrombosis resulting from long term hospitalization following motor vehicle accident. Approximately eight months post ivc filter deployment, patient was scheduled for ivc filter retrieval. Using a recovery cone retrieval device, the top of the ivc filter was engaged and easily pulled and entered the 10-french recovery cone catheter. However, the ivc filter would not go any further than 5cm and the decision was made to remove the filter which was already inside the 10-french catheter, in one assembly together with the 10-french wire. The ivc filter was followed in the catheter as it made its way up towards the superior vena cava and at that point, the catheter was removed through the 11-french sheath. The ivc filter had a fair amount of fibrin as well as some scar tissue within the filter limbs which was the probable reason why the ivc filter itself was not able to be pulled out of the catheter. A radiopaque band which was normally at the tip of the 10-french catheter was no longer seen after the removal of the catheter and ivc filter. The radiopaque maker band migrated and could be seen in the area of the right ventricle. The recommendation was made to not make any further invasive attempts to remove the very small metallic band because the potential risk would not justify the intended potential benefits. There was no evidence of dissection or extravasation and no evidence of any filling defects. The device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Based on the medical records, the investigation can be confirmed for detached marker band. Per the reported event, the recovery cone was used to retrieve the filter. Per the denali IFU (instructions for use), the denali filter should be removed using an intravascular loop snare only. The recovery cone is not indicated for use to remove a denali filter. Therefore, it is likely that user related issues (use of a recovery cone to remove a denali filter) contributed to the alleged marker band detachment. However, the definitive root cause is unknown. The current IFU (instructions for use) states: general information: the recovery cone removal system is intended to percutaneously remove the g2 x filter, g2 express filter, g2 filter, recovery filter or a foreign body as indicated. The recovery cone removal system is intended for use to percutaneously remove the g2 x filter, g2 express filter, g2 filter and the recovery filter from the vena cava, or facilitate the retrieval of foreign objects from the peripheral vascular system. A review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported that during a vena cava filter retrieval procedure, the marker band allegedly detached from the sheath of the vena cava filter removal system and moved to the patient's right ventricle. The health care provider consulted with a thoracic surgeon who recommended that a retrieval of the marker band not be performed. The filter was captured and retrieved. The patient was reportedly doing well post procedure. It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with trauma situation/motor vehicle accident. At some time post filter deployment, it was alleged that the marker brand detached from retrieval device. The device was removed. The status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Medical records review: patient underwent placement of an inferior vena cava filter secondary to deep vein thrombosis resulting from long term hospitalization following motor vehicle accident. Approximately eight months post ivc filter deployment, patient was scheduled for ivc filter retrieval. Using a recovery cone retrieval device, the top of the ivc filter was engaged and easily pulled and entered the 10-french recovery cone catheter. However, the ivc filter would not go any further than 5cm and the decision was made to remove the filter which was already inside the 10-french catheter, in one assembly together with the 10-french wire. The ivc filter was followed in the catheter as it made its way up towards the superior vena cava and at that point, the catheter was removed through the 11-french sheath. The ivc filter had a fair amount of fibrin as well as some scar tissue within the filter limbs which was the probable reason why the ivc filter itself was not able to be pulled out of the catheter. A radiopaque band which was normally at the tip of the 10-french catheter was no longer seen after the removal of the catheter and ivc filter. The radiopaque maker band migrated and could be seen in the area of the right ventricle. The recommendation was made to not make any further invasive attempts to remove the very small metallic band because the potential risk would not justify the intended potential benefits. There was no evidence of dissection or extravasation and no evidence of any filling defects. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Approximately eight months post ivc filter deployment, the ivc filter was retrieved. A radiopaque band which was normally at the tip of the 10-french catheter was no longer seen after the removal of the catheter and ivc filter. The radiopaque maker band migrated and could be seen in the area of the right ventricle. Therefore, the investigation can be confirmed for detached marker band. Per the reported event, the recovery cone was used to retrieve a denali filter. Per the denali IFU (instructions for use), the denali filter should be removed using an intravascular loop snare only. The recovery cone is not indicated for use to remove a denali filter. Therefore, it is likely that user related issues (use of a recovery cone to remove a denali filter) contributed to the alleged marker band detachment. However, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: indications for use: the recovery cone removal system is intended for use to percutaneously remove the g2 x filter, g2 express filter, g2 filter and the recovery filter from the vena cava, or facilitate the retrieval of foreign objects from the peripheral vascular system. A review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported that during a vena cava filter retrieval procedure, the marker band allegedly detached from the sheath of the vena cava filter removal system and moved to the patient's right ventricle. The health care provider consulted with a thoracic surgeon who recommended that a retrieval of the marker band not be performed. The filter was captured and retrieved. The patient was reportedly doing well post procedure. New information: it was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with trauma situation/motor vehicle accident. At some time post filter deployment, it was alleged that the marker brand detached from retrieval device. The device was removed. The status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: no medical records have been made available to the manufacturer. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the device was not returned. Images and medical records were not provided. The investigation is inconclusive for the detached marker band. It should be noted that per the reported event, the recovery cone was used to retrieve a denali filter. Per the denali IFU (instructions for use), the denali filter should be removed using an intravascular loop snare only. The recovery cone is only indicated for use to percutaneously remove the g2 x filter, g2 express filter, g2 filter and the recovery filter from the vena cava, or facilitate the retrieval of foreign objects from the peripheral vascular system. The recovery cone is not indicated for use to remove a denali filter. Therefore, it is likely that user related issues (use of a recovery cone to remove a denali filter) contributed to the alleged marker band detachment. However, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: general information: the recovery cone removal system is intended to percutaneously remove the g2 x filter, g2 express filter, g2 filter, recovery filter or a foreign body as indicated. Indications for use: the recovery cone removal system is intended for use to percutaneously remove the g2 x filter, g2 express filter, g2 filter and the recovery filter from the vena cava, or facilitate the retrieval of foreign objects from the peripheral vascular system. Warnings: do not use excessive force when manipulating the cone. Excessive force may damage the catheter or other parts of the recovery cone removal system. Equipment required: - 12 french dilator directions for use. - g2 x filter, g2 express filter, g2 filter or recovery filter removal. - insert the guidewire and gently advance it to the location of the g2 x filter, g2 express filter, g2 filter or recovery filter for removal. - pre-dilate the accessed vessel with a 12 french dilator. - advance the 10 french introducer catheter together with its tapered dilator over the guidewire and into the vein, such that the tip of the sheath is approximately 3 cm cephalad to the filter tip. Note: the introducer catheter has a radiopaque marker at the distal end of the catheter sheath to assist in visualization. - perform a standard inferior venacavogram (typically 30 ml of contrast medium at 15 ml/s). Check for thrombus within the filter. If there is significant thrombus within the filter, do not remove the g2 x filter, g2 express filter, g2 filter or recovery filter. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a vena cava filter retrieval procedure, the marker band allegedly detached from the sheath of the vena cava filter removal system and moved to the patient's right ventricle. The health care provider consulted with a thoracic surgeon who recommended that a retrieval of the marker band not be performed. The filter was captured and retrieved. The patient was reportedly doing well post procedure.